Manufacturer narrative:
(B)(4). The device was received in good physical condition. The device was tested with a generator and the device performed as required during testing. The energy output delivered from the device was verified and the cutting of the test media performed as expected. The instrument was disassembled and no evidence was found as to what could have contributed to the activation issues. There were no anomalies noted with the functionality of the device.

Event description:
It was reported that during an unknown laparoscopic colorectal procedure, the device was being used to seal the inferior mesenteric artery. After firing the device, it was removed and a slow leak was noticed. The device was fired again and it appeared that no energy was being delivered. The generator and the device were swapped to complete the case. No significant bleeding occurred. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Only year known, assumed 1st day of month ((B)(4)) that complaint was reported.